Event description:
The following was reported to co on 12/13/97: the iab was inserted into the patient on 11/12/96 at midnight. The patient was returned from the o.r. With no visible augmentation. The waveform was visible but there was no augmentation. All troubleshooting failed to increase pressure. The patient was given blood products in increase volume but the pump would not pump. The dr. Was notified and the iab was removed. The patient recovered and was discharged to home. Discharged-rpt'd 12/13/96.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. As a test, the iab was placed in a test chamber having a 75mmhg back pressure to simulate the pressure within the aorta. The balloon fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: since no defect was found during laboratory testing, it is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. It was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following:1. The balloon entered a subintimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 4. The catheter kinked within the patient probably because of severe vessel tortuosity and/or patient movement. 5. The catheter kinked outside the patient. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance.6. A kink in the catheter may have restricted the flow of helium into and out of the balloon to poorly augment. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed, serivicing. 9. The patient's physiological conditions contributed to the reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection.